Event description:
Cc1p1 / licox pmo combined oxygen and temperature catheter was described as being defective; the licox cc1.p1 mmhg value after one hour was 420 and didn't decrease. The device was in contact with the patient and the incident did not lead to a "significant" increase in surgery time (the increase in surgery time was unspecified). Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.